Event description:
Healthcare professional reported injecting a patient in the nl1, nl2, and nl3 with .5 cc of juvéderm® volift¿ with lidocaine. Due to non-device related ¿flu syndrome¿ 2.5 months later, the patient experienced ¿painless edema¿ at the injection site two days later. ¿apyrexia¿ and ¿inflammatory granular¿ were also reported. The patient was treated with doliprane 1000 for 24 hours. The event resolved 2 days later.

Manufacturer narrative:
(B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.